Manufacturer narrative:
Qn#(B)(4). Per customer provided paperwork the lot information has not been provided and this instrument has not been returned for review or evaluation therefore we are unable to perform DHR review at this time or validate the alleged complaint. All instruments produced at this facility are 100% visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the pivot pin of the applier got detached during an operation. Therefore, a new unit was used instead. No clip fell/remained in the patient.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the pivot pin of the applier got detached during an operation. Therefore, a new unit was used instead. No clip fell/remained in the patient.